Event description:
It was reported that before an extra-uterine pregnancy procedure, it was found that the tyvek package was torn. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Complaint indicated that the tyvek package was found torn. The package was returned for analysis without its carton. The sample was visually inspected and it was confirmed that there was a hole in the fmp lid stock at the edge of the folded end of the package. The hole was approximately 70 mm in length and proceeded through the barcoded information printed on the package. The device was undamaged but the paper folder and device surrounding the device was found to be yellowed. The package was likely stored outside of its carton and exposed to uv light, which most likely resulted in the yellowing of the folder and the device. The topstock material was examined and the material at the edges of the hole appeared to be brittle, not pliable like the rest of the package material. It is suspected that the material ¿broke¿ rather than ¿tore¿ along the fold line of the package. The sample was sent to cincinnati rdl for analysis of the lid stock in order to determine the existence of possible contamination that could have affected the material properties of the topstock. The results of the analysis at rdl indicated there was no evidence of foreign matter found on the package but there was discoloration on the device where it was exposed to light. It was noted that where the eph02 device was shielded by the sbs folder in the package, the device had its normal color. Images of the fmp lid crack were taken under an optical microscope. Pieces of the broken lid were then cut out and analyzed on both sides in a ft-ir spectrometer which can identify an organic compound. Another sample of undamaged fmp from a similar device was also analyzed for comparison. There were no large differences between the sample taken from the brittle lid when compared with the regular, undamaged material. The only slight differences were a peak found when analyzing the outside material located at about 1710 cm-1, and two additional peaks around the same area when analyzing the inside material. These peaks are consistent of a carbonyl, which is indicative of potential oxidation. There was nothing found on either surface of the lid which would indicate a contaminant was left behind on the surface. There is no evidence of a contaminant being left behind on the surface of the product. It is unclear what caused the packaging material to become brittle and crack. However, the discoloration of the visible surfaces of the polycarbonate indicates that the product was exposed to some sort of light possibly for a significant length of time.